Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. At the time of contact on (B)(6) 2019, consumer stated that the tampon pieces were inside her body but she had not experienced any symptoms.